Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to phrenic nerve stimulation. The lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead body noticed cuts in the insulation likely explant damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to phrenic nerve stimulation. The lead was returned. No additional adverse patient effects were reported.